Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed (B)(4) representative reported issues with the vcare medium (34mm) cup # 60-6085-201a, lot 202011091 experienced by (B)(6) on (B)(6) 2021. It was reported that towards the end of a total laparoscopic hysterectomy, when the uterus was being removed, the vcare balloon and white cuff came off the shaft. All pieces were retrieved. It is noted the procedure was completed however no alternate was used and there was no impact or injury to the female patient. Additional information obtained indicates the v care allowed completion of the hysterectomy but when it came to delivery of the specimen, the device detached from the specimen. The cervix was seen within the upper 1/3rds of the vagina so they used a rampleys with lap guidance to complete specimen delivery. All pieces/components of the vcare were removed intact, detached but intact. The vcare had been in place 1.5-2 hours prior to the issue occurring. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the breakage of the device.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was confirmed based on photographic evidence provided by the customer and evaluation of a returned sample device, same lot. Conmed received one 60-6085-201a in unopened original packaging. The lot number was verified. A visual inspection was performed and there were no obvious signs of abnormalities or defects. Performed a functional inspection, the blue uterine balloon was able to be easily removed without much force. Measurements were taken using vermont pin gages (c3244) and mitutoyo calipers (c2251), the green cervical cup measured in spec at .205", the blue vaginal cone measures out of spec on the high end at .192", the outer diameter of the metal distal tip measures at 0.1640". Although the photographic evidence exhibited the reported claim, a root cause can not be identified at this time. The manufacturing documents from the device history record (DHR) have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.